Manufacturer narrative:
Insulin pump was received with prime alarm during basic occlusion test and unable to prime during prime test due to protruded and loose drive support disk. Insulin pump had a missing end cap sticker, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was squirting out insulin. It was also reported that an alarm occured. Customer's blood glucose level at the time 500mg.dl. Advised insulin pump would be replaced. No addtional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.